Event description:
It was reported that an adverse event occurred that resulted in sepsis and surgical intervention. The sensor was inserted into the right arm on the morning of (B)(6) 2023. It was reported that prior to sensor insertion, the user¿s hands were washed, and the site was cleansed with alcohol. The event occurred the third time a sensor was inserted. There were no issues with the user¿s previous first or second sensor session. Although no formal device training had occurred, husband stated that the instructions for use included in product packaging were followed for insertion. During the evening of (B)(6) 2023, the user¿s arm was sore which was attributed to muscle strain. On the morning of (B)(6) 2023, the arm had a bruised appearance, and the user¿s spouse transported the user to the local emergency room for evaluation. At the ER, the user was diagnosed with an infection which the ER hcp noted ¿contaminated dexcom¿ in medical record. The user was admitted to the intensive care unit (ICU) for treatment of sepsis. The user¿s spouse recollected the first surgery may have occurred at the time. On (B)(6) 2023, the condition of the user¿s kidneys declined, and the user was transported to a regional hospital for dialysis and continued care. An unspecified number of days later, the user was flown to a level 1 hospital for specialized care and additional surgical treatment. On (B)(6) 2023, the user continued to receive care in ICU. Additional details of care the user received were in mw5149365 and are as follows. According to the hcp reporter, (report date 12/14/2023), ¿pt placed dexcom cgm upper arm in the morning and by evening required medical care. Septic shock due to e. Coli. Intubated and required or debridement x2 right upper extremity, elbow to shoulder, right neck, chest wall, flank, and right mastectomy.¿ the user¿s spouse provided and clarified additional details and status of patient on (B)(6) 2024. The user continued to receive inpatient treatment at the level I center, and most recent graft surgery was (B)(6) 2024 on the user¿s right trunk and upper body. The day after surgery, the user¿s donor and graft sites were painful. The user¿s spouse stated overall, their condition was slowly improving. The product was initially obtained through an unspecified mail order pharmacy. The sensor used during the event was not saved after the event. The user was reportedly not immunocompromised prior to the event, and pre-existing medical conditions included diabetes and chronic obstructive pulmonary disease (copd). No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is currently available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5149365. H6: health effect - impact code - f2201 biopsy. H6: health effect - impact code - f1907 more complex surgery. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.